Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: DHR review: part number: 03.632.036, synthes lot number: h305865, supplier lot number: h305865, release to warehouse date: 24-jul-2017, (B)(4), no ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the surgeon successfully inserted the screw and after the long holding sleeve was detached from the screw head, the surgical technician noticed that the threads on the tip of the holding sleeve had broken during a transforaminal lumbar interbody fusion (tlif) procedure. The part was immediately taken out of use and the surgical team made sure there were no pieces left in the patient. A new long holding sleeve was taken from the sterile set and the surgeon was able to successfully put in another screw. The surgical technician then noticed that the threads of the new long holding sleeve had also broken and the same steps were followed. The surgeon was able to finish inserting the rest of the screws with a new long holding sleeve and had no further issues. There was no patient consequence (nothing left embedded in patient) and the sales consultant has both parts in his possession to ship back. No additional information related to the complaint to provide. Concomitant device report: [unknown screws] (part #: unknown, lot #: unknown, quantity: unknown]. This complaint is for one (2) devices. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting part 803. Thy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes thesdmr its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or ice, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Date returned to manufacture for investigation. A product investigation was performed. The returned matrix holding sleeve (03.632.036) was examined and the threaded tip was found to be cracked and peeling but intact. No dimensional analysis was able to be completed due to post-manufacturing damage. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. The complaint condition was unable to be replicated due to post-manufacturing damage. Relevant drawings for the returned matrix holding sleeve ¿ long (03.632.036) were reviewed (both current revision and from the time of manufacture): top-level (03_632_001 revisions k) and inner shaft (03_632_001_1 revision c). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Dco 10021253 and CAPA 3909 (april 2011) were implemented to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance; the returned instrument was manufactured after the implementation of these changes (mfg july 2017). A device history review, including material and material hardness reviews, was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.